Event description:
It was reported via trial that approximately 19 months post direct stenting with a xience v stent in the mid left anterior descending artery (mlad), the patient experienced chest pain and shortness of breath. On (B)(6) 2010, percutaneous coronary intervention was performed. There was no adverse patient sequela. On (B)(6) 2010, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation: erratic result. The customer result logs were reviewed and revealed that the other initial magnesium results repeated on the day of the occurrence agreed with the repeated results. This indicates that the erratic magnesium result which was generated was an isolated incidence. A service history review revealed that no additional erratic occurrences for magnesium results have been documented. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Event description:
The account stated that the architect c16000 analyzer generated a magnesium result of 0.32 mmol/l. The physician questioned the result. The sample was repeated 20 minutes later and a result of 0.87 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.